Manufacturer narrative:
Concomitant: product ID neu_stylet_acc, lot# unknown, product type accessory, product ID neu_ stylet_acc, lot# unknown, product type accessory. Product ID neu_stylet_acc, lot# unknown, product type accessory, product ID neu_stylet_acc, lot# unknown, product type accessory, product ID neu_stylet_acc, lot# unknown, product type accessory, product ID neu_stylet_acc, product type accessory, product ID neu_stylet_acc, product type accessory, product ID neu_stylet_acc, product type accessory. Analysis found no anomalies with the lead (s/n (B)(4)). Analysis found that the four unknown stylets had bent wires. Three of these could not be fully inserted into the lead and the other one could be. Eval code-conclusion applies to lead with s/n (B)(4) and one of the unknown stylets. Eval code-conclusion applies to the other three unknown stylets.

Event description:
Information was received from a health care professional via a manufacturer representative. It was reported that there was a "defect in the lead." It was clarified that after removing and inserting the stylets several times, none of the stylets could be inserted anymore. A new lead was used. The stylets were carefully inserted and removed. They were not particularly bent or handled roughly. No patient symptoms were reported. The manufacturer representative later reported that four stylets were used during the procedure, and the cause of the issue was not determined. The patient outcome was "good."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.